Manufacturer narrative:
(B)(4).

Event description:
It was reported during a hip surgery, the device delivered inappropriate shock therapies while the patient was receiving electrocautery. The device triggered an alert for a lower out of range high voltage lead impedance. Recent readings found normal measurements. The patient underwent a defibrillation threshold test. The alert for possible high voltage circuit damage was cleared with a firmware download. The patient condition is stable.